Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump arrived with visible lines on the display during initial training, while the screen was not cracked, and the patient had not started therapy; a backup pump was provided and a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose, as the device had not been used. Outcomes included continued cgm use with separate dexcom hardware and education on shutting down the device and startup requirements for the replacement. Investigation included review of the device history and customer-reported performance, assessment of screen visibility, and troubleshooting and education with the user. Investigation of this case revealed a display visibility malfunction consistent with a hardware screen issue present at receipt, with no evidence of therapy delivery or data transfer concerns. It was concluded, based on similar reports, that the cause was a component failure of the display assembly present upon receipt.